Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to charge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported malfunction was observed and attributed to an open wire within the multi-function cable. The multi-function cable was replaced to correct the reported malfunction. Analysis of reports of this type has not identified an increase in trend.